Event description:
It was reported that two years after a lynx suprapubic sling implant procedure, the patient started to experience body aches, inflammation, and dry eyes. The patient noted going through a lot of doctor visits and medication taking. Additionally, the patient had been diagnosed with sjogren, an autoimmune disease which she suspected to be related to the sling being implanted. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Manufacturer narrative:
Block d6a: implant date was approximated to (B)(6) 2012, as no exact implant date was reported. Block h6: imdrf patient code e2330 captures the reported event of pain. Imdrf patient code e2326 captures the reported event of inflammation. Imdrf impact code f12 captures the reported event of serious injury.